Event description:
General report received of an unspecified number of undocumented incidents of no flow. The primary tubing sets were being used to deliver unspecified solutions, at unspecified rates, via unspecified pumps. On unspecified dates, the option-lok male adapters of the secondary tubing sets were connected to proximal needleless valve connector y-sites on the prima tubing sets for piggyback deliveries of unspecified solutions. It was reported that the primary solution containers were hung lower than the secondary solution containers. After unspecified lengths of time, no flow of solution from the secondary solution containers was noted. The secondary tubing sets were replaced and the therapies were resumed. There were no reports of adverse patient effects and no reported delays in critical therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. A representative device from an unspecified lot number is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.